Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause is unknown but most likely was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the tip of an impress pigtail catheter had detached during catheter withdrawal under fluoroscopy, through the common iliac artery [cia] during an evar procedure. The physician had to upsize the access sheath to successfully retrieved the tip from the patient. The patient tolerated the procedure very well. No patient injury to report.